Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 20764278.

Event description:
It was reported that the patient was experiencing ineffective therapy despite multiple reprogramming attempts. The patient underwent a full spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned.